Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device g9265978 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered a thrombosis. It was reported that the procedure was discontinued due to an atrial appendage thrombus. There was no problem with the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Additional information was received. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was not obtained but the thrombus was found before the ablation procedure. Intervention provided was termination of the procedure. Ablation was not performed. No neurological symptoms were reported.